Event description:
On (B)(6) 2009 the pt reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device. This resulted in the entire contents of the insulin cartridge spilling into the cartridge compartment of the infusion device. She was educated on the proper procedure for changing and removing the insulin cartridge. She was assisted with switching to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.